Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20-24mg/dl. Low bg cause was not known. The customer would consume carbohydrates to address the decreased bg. Reportedly, the customer lost consciousness. Customers friend gave her juice until the customer was conscious and able to teat herself. Reportedly, after customer goes low their right side of body goes numb and feels pain from hip and ankle for a few days. Recommendation was made to consult with a healthcare provider to discuss diabetes management.